Event description:
It was reported that during a da vinci-assisted pancreatectomy and splenectomy procedure, the sureform 30 stapler instrument fired a sureform 30 white reload and formed a staple line which failed later in the procedure. The stapler was used to divide the splenic artery and initial assessment of the staple line was complete and clean. The issue resulted from the first stapling fire and there were no installation difficulties with the stapler reload. Prior to firing, the stapler instrument was properly positioned proximally to the line and cut across the splenic artery, allowing it to be fully dissected out. Towards the end of the procedure, about 2-2.5 hours later, when the surgeon was irrigating and suctioning, bleeding started. The surgeon initially attempted to control it robotically with a hemo-o-lok clip and a suture ligature but was unsuccessful due to the blood accumulation and the suction reducing insufflation. As a result of the lack of visualization, the procedure was converted to open surgery to achieve hemostasis. Once converted, the bleeding was controlled with a suture ligasure and it was confirmed the staple line at the artery stump was the source of the bleed. Estimated blood loss was approximately 1 liter of blood, and the patient received 2 units of blood. Postoperatively, the patient did not require an ICU admission and was discharged home from the surgical unit on post-operative day 10. However, the patient did develop a pancreatic leak, which the surgeon believed was likely caused by the blood loss and converting to open surgery. A drain was placed around postoperative day 7 for the pancreatic leak and the patient initially went home with it. Once home, the drain was accidentally pulled out. This required the patient getting readmitted and the drain replaced. The surgeon emphasized the drain complication is unrelated to the stapler incident and due to the accidental removal of the drain. The patient is currently in the hospital, and the surgeon plans to discharge them this week. Despite the readmission, the surgeon reported the patient is doing well.

Manufacturer narrative:
The sureform 30 curved tip stapler instrument and sureform 30 white reload accessory used during this event were not received for failure analysis investigations. The staple logs for this procedure were reviewed. The logs show the sureform 30 curved tip stapler instrument was installed on the system 3 times and fired two sureform 30 white reloads. On install 1, a white reload was installed; however, no clamping or firing was attempted. On install 2, the system failed to detect the reload color, and the user manually selected the white reload via the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with no pauses for compression. On install 3, the first clamp was aborted by the user. The next clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the system logs.